Event description:
New information received stated that externalized conductors were confirmed via review of diagnostic images.

Event description:
Suspected externalized conductor was reported. No electrical anomalies were noted. Lead will continue to be used.